Event description:
A report has been received from a dealer who reported a walker leg bent and cracked while the consumer was using it. The consumer reportedly fell. In speaking with the reporter it was learned the consumer was walking with the unit. The leg allegedly buckled causing the consumer to fall. The unit has been replaced. The consumer did not receive medical attention. Sample is available.

Manufacturer narrative:
Sample analysis: the hemi walker number is 6252. The serial/lot is (B)(4). A visual inspection was performed. The hemi walker's left front leg tubing was discolored and seemed stressed at the lower hinge point. The hemi walker's left front leg tubing was broken at the front cross member attachment point. Functional test: the hemi walker's handgrip was tight and did not move on the frame tubing. No discrepancies were observed. The hemi walker's snap buttons used to adjust handgrip height were depressed through all height hole locations. No discrepancies were observed. The hemi walker was folded and unfolded. No discrepancies were observed.